Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n256124, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient¿s pain doctor removed their implantable neurostimulator (ins) device as it was ¿no longer working.¿ it was noted that it was unknown if the entire device system had been removed. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) was removed (B)(6) 2015 and later read a note that stated explantation was (B)(6) 2014. The ins was removed because the patient was adamant that they would like the system removed. The healthcare provider (hcp) discussed reprogramming options and changing positions, assuming that meant changing pocket location. At the post-operative check the wound was clean and try. The device was interrogated with the manufacturer representative on (B)(4) 2014. There were x-rays that showed something in the right and left side. Then in (B)(6) showed that there was nothing on the left anymore but there was something implanted in the right and it looked like a lead that lead to the sacrum. The hcp wanted to know if the patient still had an ins implanted. The patient was going to be getting an MRI.